Event description:
Our customer (B)(6), reports for the customer that the ball bearings are worn out. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Caster worn weldment, swivel lock.